Event description:
The customer reported a system message displayed when the system was first turned on. Additional information was requested. The patient impact is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).